Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high-rate, non-sustained (hrns) episodes and elevated sensing integrity counter (sic). It was additionally reported that t-wave oversensing (twos) was observed on the rv lead post ventricular sense and that this led to unnecessary anti-tachycardia pacing therapy being delivered. The lead remains in use. No patient complications have been reported as a result of this event.